Event description:
It was reported that the pump exhibited a check syringe plunger sensor upon power up and also noticed the plunger flippers do not move together the same way. No patient injury was reported.

Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, no damage was found. Check syringe plunger sensor alarms found in pump event history log. During functional testing turned the pump on and the check syringe plunger sensor alarm occurred at the end of self-testing. Right timing plate was misaligned. The root cause was manufacturing's incorrect assembly of the device. Manufacturing responsible personnel have been notified of this issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Realigned the right timing plate. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).